Event description:
It was reported that the nurse had an arctic sun device which had alert 01 (patient line open) and alert 02 (low flow). Nurse had stopped and started the device and tried disconnecting pads and reconnecting and but still it was alerting. Nurse confirmed that the patient temperature was 37.4 and no flow rate. Mss asked the nurse to empty the pads, disconnect, and reconnect the pads. Nurse tried to start therapy, but the device again had an alert 01 (patient line open) and alert 02 (low flow). Nurse attempted to reboot the device, so they stopped, turned off, unplugged the device, and then plugged in, and started the start. But still there was no flow. Nurse stated that inlet pressure was 0 psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0, water reservoir level was 4, system hours were 11818 and pump hours were 11183. Mss asked the nurse if they could do pads troubleshooting but nurse said that they did not have time. Mss called back after 15 minutes, nurse stated that the physician decided to stop using arctic sun device since it was not working . Per sample evaluation results received on 19jan2023, the root cause of the reported issue was a failed circulation pump. It was reported that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting. It was noted that the flow meter was showing low flow readings after servicing. It was also noted that replaced the double bend tube, chiller evaporator outlet tube and circulation pump flowmeter.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had an arctic sun device which had alert 01 (patient line open) and alert 02 (low flow). Nurse had stopped and started the device and tried disconnecting pads and reconnecting and but still it was alerting. Nurse confirmed that the patient temperature was 37.4 and no flow rate. Mss asked the nurse to empty the pads, disconnect, and reconnect the pads. Nurse tried to start therapy, but the device again had an alert 01 (patient line open) and alert 02 (low flow). Nurse attempted to reboot the device, so they stopped, turned off, unplugged the device, and then plugged in, and started the start. But still there was no flow. Nurse stated that inlet pressure was 0 psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0, water reservoir level was 4, system hours were 11818 and pump hours were 11183. Mss asked the nurse if they could do pads troubleshooting but nurse said that they did not have time. Mss called back after 15 minutes, nurse stated that the physician decided to stop using arctic sun device since it was not working . Per sample evaluation results received on 19jan2023, the root cause of the reported issue was a failed circulation pump. It was reported that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting. It was noted that the flow meter was showing low flow readings after servicing. It was also noted that replaced the double bend tube, chiller evaporator outlet tube and circulation pump flowmeter.